Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pain and bruising at the implantable pulse generator (ipg) site which is located on the hip. The patient stated that there wasn't anything wrong with the device and he did experience pain relief from the system, but he believed that the pain was due to the physicians' placement of the device, and therefore requested it be explanted. The patient underwent a procedure in which the entire system was explanted. The patient is doing well post operatively. The devices will not be returned for analysis as they were retained by the facility.